Event description:
It was reported that during testing at the user facility that the device had a sticky trigger. It was further reported that during equipment testing conducted by a manufacturer service technician that the device would run-on due to the sticky trigger condition.